Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than two weeks post implant that the right atrial (ra) lead exhibited high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.